Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure, when the right ventricular lead was fixated, high impedance, diminished sensing and loss of capture were noted. The rv lead needed to be repositioned several times before electrical parameters were within range. The lead remains in use. No patient complications have been reported as a result of this event.